Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. The pdrn stated the etiology of the peritonitis is unknown; therefore, causality cannot be established. However, per the pdrn, the events are unrelated to the utilization of any fresenius product(s) or device(s). Peritonitis can be diagnosed utilizing alternative markers such as abdominal pain, an elevated cell count and/or cloudy effluent fluid. Based on the information available, the liberty select cycler and liberty cycler set can be excluded from having caused the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Esrd patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was not draining during drain 0. The patient was empty after being drained at the hospital with a lower fill volume. Technical support assisted the patient into fill 1 resulting in the patient filing and continuing treatment. Upon follow-up, the patient¿s pd registered nurse (pdrn) reported the patient contacted the on-call pdrn, complaining of abdominal pain and cloudy effluent fluid. The patient was instructed to go to the emergency room (ER), where the patient was admitted for peritonitis. The pdrn stated a peritoneal effluent fluid culture was positive (organism unknown), and cell count revealed an elevated white blood cell count (value unknown). The patient was treated with intraperitoneal (ip) rocephin (dose unknown) daily for 14 days. The patient began pd therapy on (B)(6) 2020, and this was the patient¿s first case of peritonitis. The cause of the patient¿s peritonitis is unknown; however, education will be provided on contamination prevention, handwashing, etc. The patient was discharged home on (B)(6) 2020 in stable condition. The pdrn stated the events were unrelated to the utilization of any fresenius product(s) and/or device(s). The patient is recovering from the events and continues to utilize the same liberty select cycler without issue. The pdrn is unaware of any reduced fill volume, as the patient¿s pd orders have not been changed.